Event description:
A distributor reported a product malfunction identified as malfunction code 12 concerning a pump. There was no information provided regarding the adverse impact on the customer's blood glucose level. No additional information was provided.